Event description:
It was reported that the patient presented for a right ventricular lead replacement a week after initial implant due to a lead perforation. No additional information was reported.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported results and conclusion codes (B)(4): results pending completion of evaluation and conclusion not yet available, respectively, submitted on (B)(6) 2017. The codes were erroneously submitted as the device is on legal hold and cannot be evaluated at this time. The correct codes to supersede the initial method, result and conclusion codes should be (B)(4): actual device not evaluated, (B)(4) :no results available since no evaluation performed, and unable to confirm complaint, respectively.